Event description:
Additional information received from the consumer indicated that the paitent continued to experience a long time connecting to the pump to get a bolus and they were getting error codes since about 1.5 year ago but could not recall the codes.the patient was assisted with clearing the data and patient was able to connect and bolus. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The patient reported that the handset was screwing up and it was worse than ever now as it was taking 4-5 minutes when trying to deliver a bolus. The patient stated that also they were getting error codes. The patient stated that they didn't take down the error codes or information from the screen. The patient stated that they needed to be walked through the steps again. The agent walked the patient through clearing the handset data and the patient was able to connect to the pump during the call without any lag. No error codes or messages appeared on the handset during the call.